Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after the right atrial (ra) lead was implanted, the thresholds began to increase and sensing worsened. Dislodgement was confirmed. The physician attempted to reposition the lead and found there was tissue in the lead tip. The lead was explanted, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.